Event description:
The dentist reported that this abutment screw fractured.

Manufacturer narrative:
The complaint investigator¿s visual and functional inspection of the returned component has confirmed that the screw has fractured along the thread and the hex had been slightly damaged. Although a complete dimensional analysis cannot be performed due to the damage, visual inspection of the product, and review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.